Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, it was determined that the power unit's connector pins were not seated properly in the charger. The root cause for the connector pins not being seated in the connector cannot be positively identified. No adverse event resulted from the defective power unit. The pt was issued a replacement battery charger.

Event description:
A (B)(6) old male pt contacted zoll customer support to report his battery charger was not charging his battery packs. The pt was issued a replacement battery charger.